Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient indicated his device does not work. No symptoms were reported.